Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the alcohol motor had malfunctioned causing an electrical short which sent a fault back to the circuit board, subsequently causing the unit to fault. To repair the unit, the technician replaced the alcohol motor, circuit board, sensor and harnesses. The unit was tested, confirmed to be operating according to specification, and returned to service. Per a two-year complaint review, this is considered an isolated event. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus endoscope reprocessing system was emitting smoke. No report of injury.